Event description:
During a closed suction procedure, the catheter portion became disconnected from the hub portion after being inserted down the endotracheal tube. Kelly clamps were used to retrieve the catheter. The endotracheal tube was a portex 3.0mm and the disconnect occurred 19 hours into the use of the device. No patient injury or adverse event were reported.